Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23-jul-2012. A review of the device history record has been completed. No deviations or non-conformances noted. Fi results: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: received with a peel pouch labeled as left side, in a biohazard bag, in a tyvek envelope, and within a explant return kit. Rec'd with a fill tube in place. No leakage was observed, no device failure observed, device appears to be intact and functional, no blockage or clogged portholes in diaphragm valve. Reason for reoperation: deflation, pain and concern for textured implant device.

Event description:
Health professional reported left side deflation. Patient representative later reported "pain", "bodily injury", "pain and suffering", "mental anguish", "swelling", "deflation", "leak." Patient representative additionally reported "disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care"; these events are not device related. Device has been explanted.